Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-mar-2021. The most recent information was received on 24-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. He011hb) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("malodorous vaginal mucus"), breast pain ("breast pain"), anal incontinence ("bowel transit problems bordering on incontinence"), ear pruritus ("severe itching in the ears"), neck pain ("neck pain"), fatigue ("abnormal fatigue requiring me to sleep in the afternoon"), snoring ("major problems with snoring"), loss of libido ("loss of libido"), anxiety ("anxiety "), depression ("depression") and arthralgia ("pain in the knees") and was found to have weight increased ("significant weight gain"). At the time of the report, the pelvic pain, back pain, vaginal discharge, breast pain, anal incontinence, ear pruritus, neck pain, fatigue, weight increased, snoring, loss of libido, anxiety, depression and arthralgia outcome was unknown. The reporter considered anal incontinence, anxiety, arthralgia, back pain, breast pain, depression, ear pruritus, fatigue, loss of libido, neck pain, pelvic pain, snoring, vaginal discharge and weight increased to be related to essure. The reporter commented: I did not have all of these symptoms before the insertion of essure, I have expressed my concerns on numerous occasions to the doctor, gynaecologist. I am convinced that this device is the cause of them. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Batch no he011hb production date 2015-12-10 expiration date 2018-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. Heo11hb) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), breast pain ("breast pain"), anal incontinence ("bowel transit problems bordering on incontinence"), ear pruritus ("severe itching in the ears"), back pain ("back pain"), neck pain ("neck pain"), fatigue ("abnormal fatigue requiring me to sleep in the afternoon"), snoring ("major problems with snoring"), loss of libido ("loss of libido"), vaginal discharge ("malodorous vaginal mucus"), anxiety ("anxiety"), depression ("depression") and arthralgia ("pain in the knees") and was found to have weight increased ("significant weight gain"). At the time of the report, the pelvic pain, breast pain, anal incontinence, ear pruritus, back pain, neck pain, fatigue, weight increased, snoring, loss of libido, vaginal discharge, anxiety, depression and arthralgia outcome was unknown. The reporter considered anal incontinence, anxiety, arthralgia, back pain, breast pain, depression, ear pruritus, fatigue, loss of libido, neck pain, pelvic pain, snoring, vaginal discharge and weight increased to be related to essure. The reporter commented: I did not have all of these symptoms before the insertion of essure, I have expressed my concerns on numerous occasions to the doctor, gynaecologist. I am convinced that this device is the cause of them. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.